Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). No samples were returned therefore the investigation was performed based on the photos provided. One (1) photo of a bd safeclip device was provided. Consumer reported the needles do not enter in the device, and at the at the time of cutting the needle does not enter the hole and has to apply a lot of pressure. The provided photo was reviewed, and no evidence of manufacturing defect could be determined. Since no defects were observed the alleged issues could not be confirmed. Unable to perform a DHR review for difficult/unable to operate and not clipping (cutter blocked) due to unknown lot number. Conclusion: as no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause:root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the needle clipping device safe clip safeclip was not clipping/jammed. This event occurred 2 times. The following information was provided by the initial reporter: customer states "he has problems with the needle cutter, he refers that it was changed a year ago and it is already full, informs that the needles do not enter in the device, and at the at the time of cutting the needle does not enter the hole and has to apply a lot of pressure."